Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital for an unrelated procedure. The right ventricular lead exhibited loss of capture. The patient experienced bradycardia, the heart rate was in the 20 ¿ 30s. The lead was capped and replaced on (B)(6) 2018. The patient was in stable condition.